Event description:
An infusion pump was being used to infuse heparin during an MRI scan. It was reported that some time after the infusion was started, the nurse noted that approx 250 ml of the fluid was delivered from the infusion bag. The pump was programmed to deliver 40 ml. The infusion was stopped and the pump removed from use following the event. No injury from this event.

Manufacturer narrative:
.